Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) on a 40-year-old female patient (2323g004) , enrolled in the exalt d scope 02 study, on (B)(6) 2022. The procedure was successfully completed, and there were no device malfunctions reported. On (B)(6) 2022 the patient experienced an adverse event of left upper quadrant (luq) abdominal pain, the patient presented to the emergency department (ed), and it was treated with hydromorphine. The patient was in the ed for approximately 5 hours. The patient's symptoms were reported to be resolved. The principal investigator (pi) assessed the severity of the event as moderate and as having a causal relationship with the ercp and exalt model d scope.

Manufacturer narrative:
Block b5: additional information was added. Block g2 (report source): e7156 exalt dscope 02 clinical study. Block h6 (patient codes): patient code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) on a 40-year-old female patient (2323g004) , enrolled in the exalt d scope 02 study, on (B)(6) 2022. The procedure was successfully completed, and there were no device malfunctions reported. On (B)(6) 2022 the patient experienced an adverse event of left upper quadrant (luq) abdominal pain, the patient presented to the emergency department (ed), and it was treated with hydromorphine. The patient was in the ed for approximately 5 hours. The patient's symptoms were reported to be resolved. The principal investigator (pi) assessed the severity of the event as moderate and as having a causal relationship with the ercp and exalt model d scope. ***additional information received on 28sep2022*** the indication for procedure was chronic recurrent pancreatitis. The principal investigator (pi) assessed the severity of the event to be non-serious, and the relationship to exalt model d scope has been deemed as not related.